Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced air bubbles forming in the tubing, and prevented the tubes from filling properly. The product also experienced difficulty trying to activate the safety mechanism. The following information was provided by the initial reporter. The customer stated: we were informed of 2 incidents in the maternity department of our institution related to the use of the secure pick unit push button 21g 19mm green, bd vacutainer. For the 1st incident: the needle does not seem to bite and when the needle is removed, it is necessary to exert a strong pressure to pass the skin, causing increased pain for the patient. Moreover, it seems that the bevel also hangs in the vein. For the second incident: during venous sampling, air rises up the tubing towards the puncture point. Furthermore, at the same time, a leak is observed at the beige end piece located at the end of the tubing as if the end piece were pierced.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 5 retention samples from the bd inventory of the indicated lot number were visually and functionally tested and the customer's indicated failure mode of cannula defect and leakage was not observed as no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results for moulding defect, air bubble and leakage. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.